Manufacturer narrative:
Initial MDR 2432235-2016-00193 was filed on 4/13/2016. Additional information (4/13/2016): the customer has informed siemens that the study carried out on the advia chemistry 1800 system between the two vancomycin assays was a correlation study. Patient sample results obtained as a result of this study were not being reported out to physician(s). No further evaluation of the device is required.

Manufacturer narrative:
The cause for the bias observed between the vancomycin assays on the advia chemistry 1800 and the syva emit assay when run on the advia chemistry 1800 system is unknown. Siemens healthcare is investigating the issue.

Event description:
The customer has evaluated the advia chemistry vancomycin_2 reagent vs the syva emit vancomycin reagent on the advia chemistry 1800 instrument. Patient results and quality control samples showed an unacceptable bias. It is unknown which assay showed the bias and if the bias was positive or negative. There were no reports of patient intervention or adverse health consequences due to the bias observed on the vanocmycin assay on the advia chemistry 1800 instrument.